Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis shows that the wide screen control unit could not switch back the power safe mode to normal of the large display (ld) due to a communication issue with the multi display manager (mdm). As a result, the ld remained black. Upon investigation the involved service engineer replaced the mdm and the system recovered. The investigation of the returned parts by the supplier showed a broken hard disk as the reason the mdm was unable to boot. The mdm has been exchanged by the local service organization and the error did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the system software locked up. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.